Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date is unavailable. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these customer experience codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date. The consumer stated that the patient was positive. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date is unavailable. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date. The consumer stated that the patient was positive. No additional patient information, including treatment and outcome, was provided.